Event description:
Patient presented to the physician with migration of the stimulation lead cuff, which had become superficial and was protruding toward the skin at the neck incision site, posing a risk of erosion. Physician brought the patient into the or, and upon surgical evaluation, the physician noted evidence of a foreign body reaction. Physician repositioned the stimulation lead deeper and closed the incision.